Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeu1499) have been reported from the same facility.

Event description:
It was reported on flushing PICC line with 10ms 0.9% saline pre- treatment fluid noted leaking from PICC line above PICC catheter wings

Event description:
It was reported on flushing PICC line with 10ms 0.9% saline pre- treatment fluid noted leaking from PICC line above PICC catheter wings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen powepicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink with a small circumferential split in its center was observed in the catheter just distal to the molded joint. An additional kink was observed approximately 8.5 cm distal to the molded joint, and multiple impressions were observed in the catheter between the 0 and 4 cm depth markers. A microscopic observation revealed the small split within the catheter kink just distal to the molded joint was slightly curved at the corners. The edges of the split were observed to be rough but mostly straight and whitening was observed along the corners of the split and crease of the kink in the catheter material. The fracture surfaces were observed to be rough but mostly flat. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.